Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had the minute ventilation sensor disabled by the signal artifact monitoring device diagnostic. Review of episodes showed that sensor was disabled due to high, out-of-range impedance on right ventricular coil to device vector. Shock impedance had been chronically high. Patient had a successful defibrillation threshold test performed. The device had not recorded atrial and ventricular arrhythmia episodes. The ICD remains in service at this time. Additional information was received mentioning that additional defibrillation threshold (dft) test was completed to test integrity of the system and two 1005 open circuit error codes were triggered. Two shocks were delivered and were not effective, so an external conversion was required. The shock impedance was observed still high, out of range at different vectors. The plan is to schedule at least for extraction and re-implant of rv, but physician has not decided yet. Device still active in service even though conversion efficacy is in question. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had the minute ventilation sensor disabled by the signal artifact monitoring device diagnostic. Review of episodes showed that sensor was disabled due to high, out-of-range impedance on right ventricular coil to device vector. Shock impedance had been chronically high. Patient had a successful defibrillation threshold test performed. The device had not recorded atrial and ventricular arrhythmia episodes. The ICD remains in service at this time. No adverse patient effects were reported.